Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft4 ii assay results for three patient samples. Patient 1: the initial result was 2.44 ng/dl and the repeat result on (B)(6) 2017 was 1.08 ng/dl. Patient 2: the initial result was 1.95 ng/dl and the repeat result on (B)(6) 2017 was 0.617 ng/dl. Patient 3: the initial result on (B)(6) 2017 was 0.813 ng/dl and the repeat result was 0.465 ng/dl. The erroneous results were not reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 180429. The expiration date was requested but was not provided. Review of the calibration data provided indicated too low calibration signals which created a distorted calibration curve which affected the qc results and the results for patients 1 and 2. The low calibration signals may have been caused by the use of calibrator solutions that were not at room temperature, the use of calibrator aliquots that may have been used before, or the reagent not at room temperature. As the same reagent pack was used for the repeat testing after recalibration, an overall issue with the reagent itself can be excluded. For patient 3, the difference in the results was most likely not caused by the calibration issue as the difference in results is small. A sample specific issue may have occurred.